Event description:
The iab failed. This was the only info at the time of the report. Event complications: unk - reported 11/28/96. Pt current status: unk - rpt'd 11/28/96.

Manufacturer narrative:
Evaluation: this a duplicate to a report previously submitted to datascope.